Manufacturer narrative:
This supplement report #1 is being submitted to provide a summary of the device investigation. Agfa service and the supplier sedecal responded and fully investigated the unit. During the investigation by agfa and the supplier, the unintended movement could not be duplicated. As a result of the investigation, the following was confirmed: the gauges were properly adjusted. The adjustment of the dead man handle was correct and working properly. The resistive arrestor was working properly and touching the floor. The arrestor was replaced with a new one. Due to wear. The supplier inspected the original arrestor removed from the unit and found the arrestor was working properly. The operator confirmed there was no static discharge when touching the mobile and metallic part. The dmc board installed on the unit was not the latest software version. The dmc board was replaced with a new board with the latest software version. The supplier inspected the original dmc board removed from the unit and found the board was working properly. After thorough investigation and testing, a definitive root cause was not identified. It has been concluded this is an isolated case. No further issues have been reported. There has been no reported harm to patient or user during this event.

Event description:
This supplement report #1 is being submitted to provide a summary of the device investigation. For additional information.

Event description:
On february 2, 2017, agfa became aware of an event in which the customer experienced unintended movement of a dx-d 100 unit. The customer reported a radiographer was driving the dx-d 100 unit as usual with the handle pressed down. While driving the unit, the radiographer heard a beeping sound coming from the unit and the unit began to accelerate. The radiographer continued to press down on the handle, attempting to steer and turn the unit, but he was unable to gain control of the unit so he let the handle go. The unit did not stop and continued into a patient's room striking the sink and coming to a stop. The radiographer was able to press the emergency stop button. After this event the radiographer was able to start the dx-d 100 unit as normal and drive the unit back into the department. The dx-d 100 did sustain external damage from hitting the sink. The unit was removed from service. Investigation is under way to determine the root cause. A supplemental report will be provided. There has been no reported harm to patient or user during this event.